Event description:
It was reported that a patient has developed a sensitivity to the white collar body of the appliance. The patient reported having problems for 3 months intermittently, and has not been to see a healthcare provider. The patient reported to be managing his stoma by changing the appliance every day, he normally get 5-6 days of wear. The patient resorted to using another product and continued having skin issues. No additional information was provided. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.